Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, one (1) afx infrarenal proximal extension, one (1) afx suprarenal proximal extension and two (2) afx limb stent graft distal extensions. Nearly ten (10) years post initial procedure, the patient presented with significant aneurysm sac growth (of 2cm) with no identifiable endoleak. The patient is reportedly in good condition. It is unknown if the physician plans to re-intervene.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. H3 other text : devices remain implanted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported afx, significant aneurysm enlargement (of 18.7mm) is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type iiia endoleak (of the left iliac) occurred that was not included in the event as reported. This finding was discovered during an examination of the CT (computed tomography) scan dated (B)(6) 2023. The most likely causation for the reported event is user-related due to the following factors: right common iliac artery diameter measured 28mm (device IFU requirement is 10-23mm), and left common iliac artery diameter 26mm (IFU requirement is 10-23mm). Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported in good condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft, one (1) afx infrarenal proximal extension, one (1) afx suprarenal proximal extension and two (2) afx limb stent graft distal extensions. Nearly ten (10) years post initial procedure, the patient presented with significant aneurysm sac growth (of 2cm) with no identifiable endoleak. The patient is reportedly in good condition. It is unknown if the physician plans to re- intervene. Additional information: clinical assessment identified that a type iiia endoleak (of the left iliac) was also present.